Event description:
It was reported that during a cardiac ablation procedure, signal noise was observed on the distal electrode. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 217f3 focal catheter with lot number 23758 was returned and analyzed. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated that the catheter was used for 2 applications on the reported event date. During system performance testing with the console, the console initiated a "coaxial connector" animation warning. During electrical testing on the ECG electrodes, an electrical intermittence was observed between pin #7 and ring #1. The impedance reading between the pins was out of specification. This caused noise on ECG visual. During inspection of the ECG ring assembly, a wire was observed broken at the ECG ring # 1. During internal inspection and pressure testing of the handle segment, a leak path was identified at the shaft inside front strain relief. The shaft was broken inside the front strain-relief. In conclusion, the focal catheter failed the returned product inspection due to the broken/breached shaft observed at the tip of the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.